Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's current status is fine and they will continue their follow per normal patient protocol.

Manufacturer narrative:
Age at time of event: approximately (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported thrombus on the device occurred. In (B)(6) 2017, a 27 mm watchman ® laa closure device & delivery system was successfully implanted during a laa closure procedure. At the patient follow-up appointment, thrombus was detected on the closure device. It was noted that the patient was not taking their medication. The patient was treated with medical therapy to clear the thrombus.